Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h3, h4, h6 and h11. The complaint for loss of capture resulting in bailout and implant not fully closed, leading to multiple capture attempt(s) was confirmed with other empirical evidence via communication with the clinical specialist. The returned product was evaluated for non-conformities. However, the system arrived broken and it was difficult to evaluate the device. No non-conformities were confirmed. This device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Additional information from the clinical specialist confirmed that the patient had anatomical challenges. The patient presented with posterior mitral annular calcification, flail at the p2 mitral valve leaflet segment and cleft at the site of the flail p2 mitral valve segment cleft in the posterior mitral valve leaflet. These may have contributed to the reported event.

Event description:
Edwards received notification of a pascal in mitral position where during the release of the second device, there was a leaflet detachment from the anterior leaflet after the sutures were removed. There was difficulty engaging the leaflets, and the device did not seem like it would close all the way on fluoro. The implant handle was also tough to close. The device was then bailed out. The procedure was ultimately aborted with mr (mitral regurgitation) remaining the same as baseline at severe. The patient went to surgery, and the clinical specialist was told there was an unsupported p1 segment with a large cleft between p1 and p2. As per the physician this patient was probably not suitable for transcatheter edge to edge repair in the first place. Upon internal imaging review, there also appears to be damage to valvular anatomy (chordal rupture) during the bailout maneuvers of the second device. Subsequently, the mitral regurgitation appears to worsen from baseline after the damage to valvular anatomy is visualized.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.